Manufacturer narrative:
Continuation of d10: product ID pscc100 (0012829115); product type: 0609-catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, three of four pulmonary veins were ablated. When positioning the catheter to ablate the right inferior pulmonary vein, the guidewire could not be advanced and could not be retracted. With the catheter outside the body, the operator attempted to retract the guidewire and the guidewire broke during the attempted retraction. The catheter and guidewire were replaced with another manufacturer's devices. The case was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.